Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has issues with 5 sensors that did not connect. The customer's sensor glucose reading was 48 mg/dl, therefore she took some glucose tablets. The insulin pump went into threshold suspend and her blood glucose level then went up to 400 mg/dl. She treated her high blood glucose level with insulin using the insulin pump and drank water. Troubleshooting was declined. The device was not returned.